Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported difficulties with tha no backflow of blood was observed when using the angio-seal device. When the assembly was inserted into the artery, the backflow of blood was not observed from the drip hole, so the device was removed and manual compression was applied to achieve hemostasis. Blood loss was reported to be less than 250 cc. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 8 fr. There was no health damage to the patient. Hemostasis was successfully achieved by manual compression.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.